Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device was found to deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a flow rate test with a high result. There was no patient involvement. No additional information is available.